Manufacturer narrative:
Additional narrative: the contact¿s phone number was not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord was separating from the connector exposing the wires, which was indicative of pulling on the cord to disconnect it from the console device. Therefore, the reported condition was confirmed. The assignable root cause of the component damage was determined to be due to user error / abuse and possibly misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that during pre-surgery, it was discovered that the foot control device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the cord was separating from the connector exposing the wires. There were no delays to the planned surgical procedure an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.